Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a device check. Upon interrogation, it was found that the pacemaker was in backup vvi mode. The device was restored. The patient was stable.